Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support, but could not be completed at time of call. Upon follow up, customer reported they had reverted to an alternate method of insulin therapy. Customer's blood glucose was 382 mg/dl at time of event.